Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -10.5/+1/177 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was explanted; later a replacement lens of longer length was implanted and this resolved the problem.